Event description:
When attempting to pass the lesion in the left renal, the catheter shaft kinked. The catheter & guidewire were removed and replaced with competitor's products through the previously placed sheath to complete the procedure with no patient injury reported. The guidewire had unraveled when removed with the catheter; causing no additional complications.